Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# v061015, implanted: (B)(6) 2008: product type lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008: product type extension. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) turned off after going through an airport. The reporter stated that three days after the patient flew the patient could not move or talk and they noticed the ins was turned off. It was noted airport security used the wand over the ins. Additional information was requested, but was not available as of the date of this report.